Event description:
Procedure type: laparoscopic ileocoecal resection according to the reporter: after performing an anastomosis, an insufficiency occurred. The staples were observed to be insufficient 12 days after the procedure. The patient condition worsened an a re-operation was required. The patient died after the re-operation. Cause of death: acute cardiac issue due to septic shock. The septic shock was cause by the insufficient anastomosis after the procedure. There was no autopsy. The surgeon did not notice any malfunction of the staplers during the surgery. No reinforcement material used. There was unanticipated tissue loss and irreversible tissue damage. There was no blood loss of 500 cc or more. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).